Event description:
It was reported that a patient underwent a surgical procedure to treat pelvic organ prolapse on (B)(6) 2010, and mesh was implanted. The patient developed dyspareunia after implantation. Examination under anaesthetic and a cystoscopy was performed and no mesh erosion was found. Dyspareunia continues despite medical therapies. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.